Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The interconnect cable assembly was replaced. The system was tested and operated as intended.

Event description:
The customer reported that the 9800 system would not boot. No patient injury was reported.